Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and audio/vibrate anomaly. The customer's blood glucose level was 75 mg/dl at the time of the incident. The customer stated that the pump started to beep constantly. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with high current due to corroded battery tube. No unexpected audio or vibrate anomaly or absence of alarm or blank display anomaly noted. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Lcd board ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.